Event description:
Software on the g.e. Vivid 7 ultrasound does not accommodate entries on same individual for multiple studies. Images and data are effectively "lost" or unable to be retrieved once 2nd stage or exam is completed. Software does not account for additional studies to same pt on different days. It will error and indicate that pt already exists. If a new exam is started, it asks if you want to save? When "all" is selected, original images/data is still there, but most recent study is not, with no indication or error notifying the technician performing the study.